Event description:
Event description cpi received information that a patient with a implantable pulse generator (ipg) and a unipolar lead had experienced loss of capture. Diagnostic testing found the lead impedance to measure 1460 ohms and an x-ray identified a suspected fractured lead. An invasive procedure was performed and the lead fracture was confirmed. The physician elected to explant the lead. The physician questioned the patient to determine if he had manipulated or twisted the ipg. The patient denied either of these actions.